Event description:
It was reported that when using the bd pyxis medstation system, the drawer 4.2 cubie b3 was jammed, unable to perform inventory count for percocet (endo1tab40). The customer reported that this malfunction delayed in accessing medications since the users had to pull from different unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer canceled the work order and closed the ticket since the issue was resolved on the user end. The system functioned as intended after the field service engineer investigated the device.